Event description:
It was reported that the nail was implanted in 2001. The pt reported discomfort, and the nail was removed. The surgeon attempted to removed the nail in 2003, but was not successful. The nail was completely removed 7 days later. The surgeon reported that the reason the removal was not successful initially was that they required a special instrument to remove the nail.